Event description:
The customer reported to olympus, the hd camera head displayed no image and an e315 error towards the end of an unknown procedure. The failure occurred as the equipment was being removed from the patient. The procedure was completed and there was no delay in the procedure. There were no reports of patient injury associated with this event.

Manufacturer narrative:
During the inspection of the returned device, the image was determined to be blurry and the cable unit was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was obtained from the customer. The intended procedure was a therapeutic laparoscopic kidney operation.

Manufacturer narrative:
Updated fields: b3 and b5. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The cause of the reported event could not be determined. Olympus will continue to monitor the field performance of this device.